Manufacturer narrative:
Per internal review on (B)(6) 2024, it was identified that the g3 date received by manufacturer date of the initial report was incorrectly indicated. The correct date is (B)(6) 2024. Since the report was submitted on (B)(6) 2024, the 3500a initial was still submitted on time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the catheter was plugged in and an error 106 occurred, which is related to a force sensor error. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed a hole in the pebax and reddish material inside of the pebax. The device was connected to carto 3 system, and it was recognized; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device number lot 31341379m and no internal action related to the complaint was found during the review. The force issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the hole on the pebax and reddish material could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the pebax, the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An escalation investigation was addressed to investigate the force issue manufacturer's reference number: (B)(4).